Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146547.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances on one lead. The device is still providing therapy. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
E1 correction: the reporter's information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.